Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was explanted due to early depletion as a result of continued programmed high left ventricular (lv) lead outputs. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited an increased threshold measurement of 6.5 volts at 2.0 ms and high out of range lead impedance measurements of greater than 2000 ohms. The pacemaker dependent patient was seen one month later and the threshold measurements had returned back to the original implant measurement of 2.9 volts at 2.0 ms. A chest x-ray did not reveal any significant findings. The patient was again seen three weeks later and it was noted that the threshold measurements remained stable at 2.9 volts at 2.0 ms. The field representative stated that multiple lead impedance measurements were taken at the last device check while doing pocket manipulation and isometrics, all readings were within normal range. It was noted that a few high out of range impedance measurements were recorded in the daily measurements prior to the first device check. The physician has opted to monitor the lead and device. No adverse patient effects were reported.